Event description:
Infection in her knee [joint infection] ([aching (r) knee], [unable to walk], [swelling of r knee], [joint effusion]). Case narrative: initial information received on 19-dec-2019 from canada regarding an unsolicited valid serious case received from a patient via call center. This case involves a 62 years old female patient who experienced infection in her knee (after unknown latency) after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included high blood pressure and diabetes pills. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate, injection, dosage 6 ml via intra-articular route in right knee (with an unknown batch number) for replacement and supplement for synovial fluid. The information regarding lot number was requested. On an unknown date, after unknown latency, the patient experienced multiple side effects, the knee was swollen, very painful, patient was unable to walk. On (B)(6) 2019, the patient was hospitalized for this and the doctor had drawn fluid from her knee on (B)(6) 2019. On an unknown date, after unknown latency, infection was found in the knee. The patient had orthrescoptive surgery to wash the knee as the inflammatory markers in blood were very high. The patient had knee surgery on (B)(6)2019 (seriousness criteria of intervention required, medically significant and hospitalization for the event of infection in her knee). The patient missed 4 weeks of work. Action taken- not applicable. Corrective treatment: knee surgery on (B)(6) 2019 for infection in her knee. The patient outcome is reported as not recovered / not resolved for infection in her knee. A product technical complaint was initiated on 09-jan-2020 for synvisc-one. Batch number: unknown global ptc number: 100013844 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: in process. Additional information received on 09-jan-2020 from other healthcare professional. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on 24-jan-2020 from other healthcare professional. No new information.

Event description:
Infection in her knee [joint infection] ([aching (r) knee], [unable to walk], [swelling of r knee], [joint effusion]). Case narrative: initial information received on 19-dec-2019 from (B)(6) regarding an unsolicited valid serious case received from a patient via call center. This case involves a (B)(6) years old female patient who experienced infection in her knee (after unknown latency) after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included high blood pressure and diabetes pills. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate, injection, dosage 6 ml via intra-articular route in right knee (with an unknown batch number) for replacement and supplement for synovial fluid. The information regarding lot number was requested. On an unknown date, after unknown latency, the patient experienced multiple side effects, the knee was swollen, very painful, patient was unable to walk. On (B)(6) 2019, the patient was hospitalized for this and the doctor had drawn fluid from her knee on (B)(6) 2019. On an unknown date, after unknown latency, infection was found in the knee. The patient had orthrescoptive surgery to wash the knee as the inflammatory markers in blood were very high. The patient had knee surgery on (B)(6) 2019 (seriousness criteria of intervention required, medically significant and hospitalization for the event of infection in her knee). The patient missed 4 weeks of work. Action taken- not applicable. Corrective treatment: knee surgery on (B)(6) 2019 for infection in her knee. The patient outcome is reported as not recovered / not resolved for infection in her knee.